Manufacturer narrative:
Evaluation results: one cadd-solis vip was returned for investigation. The tamper seal was missing and the lens was damaged. A review of the event history log evidenced the following: "11/5/2019 2:24:18 pm high alarm displayed: upstream occlusion, 11/5/2019 2:24:18 pm info alarm: upstream occlusion cleared, 11/5/2019 2:24:23 pm high alarm displayed: upstream occlusion, 11/5/2019 2:24:23 pm info alarm: upstream occlusion cleared, 11/5/2019 2:24:27 pm high alarm displayed: upstream occlusion, 11/5/2019 2:24:27 pm info alarm: upstream occlusion cleared, 11/5/2019 2:24:32 pm high alarm displayed: upstream occlusion." The customer reported product problem was confirmed after a sensor and functional test. The investigator noted that the uso sensor was not installed properly. The uso sensor was replaced as a result. The aforementioned product problem was identified as a manufacturing problem.

Event description:
It was reported that there were constant upstream occlusions during priming. There was no patient involvement.